Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The ilet generated multiple occlusion alarms beginning on (B)(6) 2025, during which insulin delivery was paused until the user acknowledged the alerts. Additional occlusion alarms were observed on (B)(6) 2025. No motor errors or other malfunctions were found. Based on available data and user submission, the event was attributed to the user not promptly acknowledging the occlusion alarms and delaying infusion set replacement, resulting in a prolonged interruption to insulin delivery.

Event description:
On (B)(6) 2025, it was reported that on (B)(6) 2025, the user experienced prolonged high blood glucose (bg) of 400mg/dl. The user later stated they received an insulin occlusion alert occurred early in the morning and was not acknowledged for several hours, resulting in no insulin delivery during that time. The user did not change infusion supplies until the following morning. The event led the user to visit the emergency room on (B)(6) 2025, where intravenous fluids were administered, but no insulin was given. The user corrected the elevated bg with a manual injection of 5 units of insulin. The user was not admitted and returned home the same day.